Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient experienced chest pain and myocardial infarction (mi) occurred. In (B)(6) 2013, clinical assessment indicated that the patients qualifying condition was silent ischemia and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 23mm long with a reference diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 28.00mm evolve ii study stent. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented with complaints of intermittent chest pain radiating to right shoulder similar to that in december. The patient received sublingual nitroglycerin for chest pain. The patient was also noted to have acute on chronic renal failure. Cardiac enzyme was noted to be elevated consistent with the protocol and universal definition of spontaneous mi and the patient was hospitalized with the diagnosis of non-st elevated myocardial infarction (nstemi). On the same day, the patient was discharged on dual antiplatelet with the recommendation of coronary artery bypass grafting (CABG).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient was also noted to have uncontrolled blood pressure of 200/124 which improved to 135/84 with medications. The patient was also noted to have acute on chronic renal failure with 2.5 elevated creatinine level. The patient was currently on medications. However, it was unclear if the patient was taking the medications regularly.